Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there were false positives. No patient impact reported. The following information was provided by the initial reporter: "pcr curve of sample in position b5 was analyzed and showed an atypical curve for the adv target which does not appear to be a true positive result while depicting expected fluorescence in the fam channel (rov target; true positive result). "

Manufacturer narrative:
E.1. Initial reporter phone: (B)(6). G.5. PMA / 510(k)#: k130470 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing suspected false positive results for adenovirus in the presence of samples that are rotavirus positive. A bd field service engineer (fse) was dispatched to the customer site where they performed renormalization of the readers and installed the fan-on lysis software script update. Instrument qualification was performed, and instrument was confirmed to be operating to specifications. This complaint is confirmed by quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of reader normalizer signal drift occurring in the rox optical channel and optical crosstalk from the fam to vic optical channels. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. There is an open corrective and preventative action (CAPA) investigation related to this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there were false positives. No patient impact reported. The following information was provided by the initial reporter: "pcr curve of sample in position b5 was analyzed and showed an atypical curve for the adv target which does not appear to be a true positive result while depicting expected fluorescence in the fam channel (rov target; true positive result). "